Event description:
This report is being submitted after a review of a report titled early results of the rfn-advanced system in the management of distal femur fractures: a matched-cohort analysis. The rfna products in the entire cohort consisted of various sizes ranging 10-13mm in diameter, 240-440mm lengths, 5 and 10 degree bends and all included a locking attachment washer plate (law). The report does not identify what specific products ware associated with the adverse event findings. This suggests the impacted products would be nail, minimum of 4 locking screws of 5mm size (peripheral screws are not mentioned), and locking attachment washer plate. Deaths in the cohort were unrelated to the injury or the procedure. Table 3 combined with narrative description reports the following summarized adverse events: qty 1 implant failure - backout of the distal transverse interlocking screw removed in clinic at 3 month visit with subsequent subtle varus deformity at 6 month follow up. At 11 months post op, patient presented to clinic with fracture through the nail at the location of the prior fracture consistent with nonunion. Intervention provided of a revision to distal femur replacement. Qty 3 nonunion (report clarifies the implant failure case is included in this count)- intervention of reoperation with plate and cortical and locking screws. Qty 1 superficial infection - intervention not discussed. Qty 10 screw backout ¿ all of these have been removed or planned for removal (surgical intervention. Qty 2 deep infections - intervention not discussed. This report involves one unk - screws: locking: trauma. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.